Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she used a quick set for the first time and her blood glucose went up to 477 mg/dl. Customer stated that she treated with the insulin pump. Customer removed the cannula and it was bent. Customer stated that she bolused with the pump using a manual bolus. Customer's current blood glucose is 80 mg/dl. Customer had symptoms of high blood glucose such as having aches and nausea. Customer was unable to check the history for time of the event as it was too far back. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting once she receives the clamp. Customer was advised to do a complete set change.